Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the sys. The fse identified a pinched waste drain line; accordingly, the line was replaced and rerouted. The fse also replaced the chloride electrode tip. Although several part were replaced and this measure may have resolved the problem, a clear root cause could not be determined; accordingly, no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 and (B)(4), 2010 for add'l reportable events.

Event description:
Customer reported that erroneously sodium and chloride results were generated by the unicel dxc 800 synchron system. The sys is routinely calibrated every 8 hours and quality controls run every 4 hours. The erroneous results were not reported out of the lab. There is not report of any adverse event or need for medical intervention to prevent or preclude serious injury. No further event details or actions taken were provided.